Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set leaked from an unspecified location. The reporter stated that when a nurse disconnected an empty secondary bag from the set to connect a new bag, fluid ¿came up through the secondary tubing¿ and sprayed on the nurse¿s face. There was no report of injury or medical intervention associated with this event. No additional information is available.